Manufacturer narrative:
The date, the device involved in the reported incident has not been received for eval. An investigation has been based upon the reported info.

Event description:
A csf drainage system (10140) with vinyl measuring strip was involved in an incident which was described as follows; an (B)(6) year-old, female, pt, who was post operative laminectomy, had a csf drainage system (external integra monitor drain) placed. In an attempt to empty the burette into the drain bag, the burette would not drain into the bag after opening the stopcock. A syringe was attached to the port near the stopcock, and no csf could be drained from the port into the syringe. Finally a needle was inserted to manually perforate the stopcock to allow emptying of the burette. The pt did not experience an injury as a result of this incident, no revision was required and there was no delay in the procedure.